Manufacturer narrative:
The device was manufactured april 1, 2016 ¿ april 2, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor failed to infuse during infusion of 6000 mg of caphazolin in 240 ml of sodium chloride. There was no resistance when the peripherally inserted central catheter line was flushed with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.